Manufacturer narrative:
Asp investigation summary: the investigation included a review of the device history record (DHR), trending of lot number, visual analysis, retains analysis and system risk analysis (sra). The DHR was reviewed and test specifications were met at the time of release. Trending analysis by lot number was reviewed from 08/02/2016 to 01/29/2017 and trending was not exceeded. The product was not returned; therefore, no visual analysis was performed. Retains testing was not performed since the ci strips changed color properly when used in another cycle. The sra indicates the risk associated with a quality problem with no impact on safety is "low." The concomitant sterrad® nx was reviewed with the customer over the phone. The customer was advised to run both an empty cycle and a cycle with a load. The cycles both completed with no problems. There is insufficient information to determine an assignable cause. The DHR found no anomalies that would contribute to the issue. Lot history was reviewed and trending was not exceeded. The product was not available for return. Therefore, testing could not be completed. The issue will continue to be tracked and trended.

Manufacturer narrative:
The correct brand name is sterrad® chemical indicator strip. The correct common device is indicator, chemical. The correct catalog number is 14100-90, the correct lot # is 096611-01, the correct exp date is 10/31/2017.

Event description:
A customer reported a sterrad® chemical indicator strip did not change color correctly after a completed sterrad® 100nx cycle. The affected load was reprocessed. There was no report of infection, injury or harm to patient(s) associated with this issue. Although there is no report of patient injury or harm and no prior incidents have resulted in serious injury, advanced sterilization products (asp) has determined in this situation sterility cannot be assured. Therefore, as a matter of policy asp had decided to report all incidents of sterrad® chemical indicator strips not changing color correctly.